Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed with error 1660. Troubleshooting was performed but the alarm persisted. According to the patient¿s son, the infusion had been administered around 9:30 am on the same day. The patient¿s son was instructed to contact the clinic immediately for further instructions. He stated that the medication being infused was meropenem. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.